Event description:
It was reported that during surgery, the device mesher was faulty and cutting both the carrier and graft. There was no patient injury, or delay. Due diligence completed and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0997463. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device failed the sample mesh test; the bottom roller and comb were damaged, the gear and spring pin were worn, and the device was out of calibration. The bottom roller, comb, gear, and spring pin were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.